Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge/battery anomaly were noted. Device passed rewind test and basic occlusion test. Device failed prime/a33 test at 3.0 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verify motor error due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer also stated that the battery cap was slightly eroded. The device will not be returned for analysis.